Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed due to faulty cable. During evaluation, it was observed, kinks and cut were noted on the cable and the serial plate was noted to be faded. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during a diagnostic procedure, the image on the hd camera head was ¿going in and out¿. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the event was a faulty cable unit however, a definitive root cause of why the cable unit was faulty could not be determined. Olympus will continue to monitor field performance for this device.